Event description:
It was reported that the right atrial (ra) lead is oversensing far field r-waves. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949 implantable tachy lead (B)(6) 2007. (B)(4).